Event description:
The pt's mother called to report that her enteral pump was running backwards, because it was pumping stomach contents out of her body. Pharmacist on call called the co to report it. Rep instructed us to change out pump sets, they thought it was the pump set and not the pump. After changing the pump sets the pump operated okay. The bad pump sets were returned to the office and examined. It was determined the tubing on the pump set was assembled backwards causing the pump to suck fluid from the stomach and pump into the bag.